Event description:
It was reported that the speaker did not work on the solar 8000m monitor. There was no death or serious injury associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.